Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device does not work¿ was confirmed. The probable cause was the downstream occlusion sensor was defective and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device does not work¿; during device evaluation it was found the downstream occlusion sensor was defective. Patient involvement was unknown.